Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was able to press the green button but the stapler did not fire. The surgeon used a new one to complete the case. There was no patient injury.